Manufacturer narrative:
This report is submitted on july 20, 2018.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use due to non-device related medical conditions, resulting in the decision to explant the device on (B)(6) 2018.

Manufacturer narrative:
This report is filed on september 10, 2018. (B)(4).